Event description:
Customer stated "the pad stopped working. Then she smelled smoke but did not see anything like a spark or fire." The product has not been returned for investigation. Based on feedback analysis and trending bce has not found it to be a recurring issue in this lot. Without product, bce cannot investigate further. Customer did not claim any injury.